Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that on (B)(6) 2015 the insulin pump alarmed motor error during bolus delivery for lunch. Blood glucose value was 150 mg/dl. Customer thought she had given 4.5 units but when getting home, her blood glucose was 347 mg/dl; she treated with the insulin pump. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer changed the set and the insulin pump asked to rewind. The insulin pump passed the displacement test without a motor error alarm. The alarm history showed one motor error and two button error alarms in the last 30 days. The customer also stated that on (B)(6) she experienced low blood glucose of 46 mg/dl while she was driving the car and was taken to the emergency room by her husband. The customer did not experience any symptoms, was treated with a shot and not admitted. The insulin pump was being replaced for the keypad issue that the customer had reported.